Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. Visual inspection has been performed on pcba (printed circuit board assembly) triangle and debris that appeared to be flakes of material were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The debris observed is most likely the result of the sensor plug being removed during product return investigation as the debris may have dislodged from the sensor plug or sensor housing and landed in the pcba triangle indicating it was not present prior to its removal. In addition, the passing of all tests during the investigation indicates that the debris that is present is not sufficient and did not impact the sensor¿s ability to generate an accurate glucose reading, therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer received a hi (> 500 mg/dl) sensor scan result and self-treated with a novolog insulin (dose unknown). The customer then felt weak and sweaty and visited a doctor where an unspecified low glucose result was obtained. The customer was treated with orange juice and crackers with peanut butter for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A high reading issue with the adc device was reported. The customer received a hi (> 500 mg/dl) sensor scan result and self-treated with a novolog insulin (dose unknown). The customer then felt weak and sweaty and visited a doctor where an unspecified low glucose result was obtained. The customer was treated with orange juice and crackers with peanut butter for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.